Event description:
The customer reports: the staff member who flushed was an rn. A split in the silicone, immediately distal to the insertion site through the skin was observed. The patient was on home tpn and had the PICC inserted 12 months ago. Possibly the line had been mobile and bent over at that site, and it had weakened the integrity of the line.

Manufacturer narrative:
(B)(4). The customer returned a single lumen PICC catheter for evaluation. Visual examination of the catheter revealed a hole just distal to the juncture hub. A kink was also observed on the catheter body just distal to the hole. The catheter walls at the rupture appeared thinned and flared-out, indicating excessive pressure caused or contributed to this event. The catheter body was also observed to be cut short prior to being returned. The hole was located 4mm from the juncture hub of the catheter. The catheter body measured 17.75" which was not within 19.5-20.0" per product drawing. The catheter body was observed to be cut short. The outer diameter of the catheter body measured 070" which is within specification of .066-.070" per product drawing. The catheter was flush with water and water was observed leaking from the hole. A DHR review was completed with no relevant findings. The IFU provided with this kit tells the user to "continuously monitor indwelling catheters for: desired flow rate, security of dressing, adherence of stabilization device to skin and connection to catheter, correct catheter position; use centimeter markings to identify if catheter position has changed, secure luer-lock connection(s). The IFU also states "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi." The customer stated that the pressure injector was set to 325 psi. The customer report of a catheter hole was confirmed by complaint investigation of the returned sample. The returned catheter contained one rupture adjacent to the juncture hub, which leaked when the lumen was flushed. The rupture contained thinning walls and outward flaring, indicating excessive pressure caused the damage. A kink was observed in the catheter body directly adjacent to the hole which potentially could have affected patency during use and resulted in a pressure build-up causing the catheter to rupture. However, the IFU was reviewed for this complaint which states "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi." According to the complaint description, "the pressure limit on the injector is set at 325 psi", which is above the maximum allowed per the IFU. The extra psi applied to the catheter likely caused the body to rupture. Therefore, intentional user error likely caused or contributed to this event. An in-service request has been initiated to inform the user of the maximum allowed psi per the IFU.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the staff member who flushed was an rn. A split in the silicone, immediately distal to the insertion site through the skin was observed. The patient was on home tpn and had the PICC inserted 12 months ago. Possibly the line had been mobile and bent over at that site, and it had weakened the integrity of the line.